Manufacturer narrative:
Our quality management system does not recognize the model number indicated on the medwatch report mw# 5156127, therefore the report is being filed under versacross access solution. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion occurred, leading to hypotension, ECG changes and a cardiac tamponade. The procedure was cancelled. It was reported that the patient suffered a cardiac tamponade. After multiple transseptal attempts the patient developed tamponade, observed on nuvision intracardiac echo. The patient displayed ECG changes and a drop in blood pressure along with the effusion build up. A pericardiocentesis was performed, with transthoracic echo guidance, removing 500 cc of fluid. The patient stabilized; ECG changes resolved. The implantation procedure was aborted. The last known patient status was table, a pericardial drain was sutured in place, and they were in the intensive unit care (ICU). The physician believed that the complication occurred during the difficulty transseptal procedure. The device is not expected to be returned for analysis. Medwatch report mw# 5156127.